Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of tissue damage as listed in the mitraclip ntr/xtr instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed the reported tissue damage was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip deployed. Post deployment, it was noted a tear developed on the medial side of the clip. A second cds was advanced and attempted to be deployed however additional tears were noted therefore the clip was not implanted and the cds removed. The procedure was aborted with the mr at 3-4. The patient was sent for surgical intervention. No additional information was provided.